Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the blood glucose was running high and that the customer had been gaining weight. The blood glucose reading was 400 mg/dl. The caller was unable to troubleshoot and did not have the insulin pump available. The insulin pump was not replaced or returned for analysis.